Event description:
It was reported that during a surgical procedure at the user facility, sponge fragments were observed to come loose while in use in the patient. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.